Manufacturer narrative:
At this time, vyaire medical has not received the suspect device. Once received and evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator's alarmed xdcr fault while in use on a patient. There was no report of any patient harm associated with this reported event.